Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
B3, d6, d7: dates estimated. No device was returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information reviewed from the article, the single leaflet device attachment (slda) during the procedure was likely related to patient morphology/pathology (large flail width). There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip was implanted. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature: failure of acute procedural success predicts adverse outcome after percutaneous edge-to-edge mitral valve repair with mitraclip. (B)(4).

Event description:
This is filed to report single leaflet device attachment and mitral valve replacement. It was reported via a literature review that the mitraclip procedure was performed on unknown date to treat degenerative mitral regurgitation (mr). One clip was implanted. During the procedure, a single leaflet device attachment/slda occurred. On day 49, the patient required mitral valve replacement. On day 101 post procedure, the patient died due to endocarditis of the prosthetic mitral valve. Additional details are captured in the attached article titled, failure of acute procedural success predicts adverse outcome after percutaneous edge-to-edge mitral valve repair with mitraclip. No additional information was provided.